Event description:
This pt had a right total knee done approx four yrs ago at another facility. Pt presented with increasing pain on ambulation as well as displaying an antalgic gait. Pt was admitted to this facility for a revision arthroplasty of the right knee. All components were removed and replaced.